Manufacturer narrative:
Final analysis found the lead was received in two pieces. Insulation abrasion was noted at 46.1 cm to 46.3 cm from the distal tip, exposing the outer coil. The abrasions were consistent with constant friction with another implantable device. Which could cause the reported noise problem.

Event description:
It was reported that the atrial lead exhibited noise causing inappropriate mode switching. The lead was explanted and replaced. Procedure was completed without any complications to the patient.